Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient came to the hospital with abnormal power consumption and flow parameters. The patient was admitted to the intensive care unit (ICU) where lysis therapy, actilyse 20 mg bolus, was initiated followed by 80 mg over four hours. The patient remains stable in the ICU. Investigation is ongoing.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event confirmed the increase in power consumption and estimated flow. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 7.8w on (B)(6) 2015 outside of normal power consumption. 31 high watt alarms have been logged since (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's medical history and related comorbidities. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.